Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# v415233, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremors and movement disorders. The rep reported that the patient had an infection in their neck requiring the removal of the ins system. The rep reported that the onset of the infection was unknown. The rep reported that a new lead would be implanted on (B)(6) 2017, and the ins and extension will be implanted on (B)(6) 2017. No device issues were reported. No further patient complications have been reported as a result of this event.